Event description:
The facility chief nurse in a foreign country, reported the death of a male patient who was receiving hemodialysis therapy using a xenium dialyzer and on a gambro phoenix machine. Shortly after starting therapy on the date of the event, the patient exhibited malaise, diaphoresis, and hypotension. After 3 minutes the patient became cyanotic. Oxygen by nasal cannula (level unknown) was administered and the physician was notified. Cardiopulmonary resuscitation was begun including, cardiac massage, orotracheal intubation, administration of 11 amp of adrenaline, 2 amp atropine for bradycardia, 1 amp of magnesium sulfate, and 3 amps of sodium bicarbonate. Torsade de points (is associated with a prolonged qt interval, which may be congenital or acquired) was noted. The patient required cardioversion on two occasions. The patient regained a pulse and the blood pressure was 160/95. Subsequently the patient went into cardiorespiratory arrest. After 25 minutes the patient was pronounced dead (expired). No autopsy was performed. The patient had arrived at the clinic aware and in good condition prior to the start of therapy. The dialyzer fibers were observed to be cracked/broken, however, the hemodialysis machine did not alarm. The cause of death is listed as: cardiovascular, acute myocardial infarction.

Manufacturer narrative:
The actual sample was discarded, however, companion samples will be returned to the mcgaw park renal lab for evaluation. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.